Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error. The customer's blood glucose was unknown. It was reported the device experience a motor error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected motor position encoder alarm anomalies noted.